Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer's stylus calibration was disturbed. The stylus was successfully calibrated and no other anomalies were found. Reloaded and updated software. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration of the programmer was disturbed. There was no patient involvement.